Manufacturer narrative:
(B)(4). One used IV tubing set, without packaging, was received for evaluation. The set was received spike into a baxter IV bag. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. During the clamp performance test, there was no air flow through the set when the roller clamp was closed. In an attempt to replicate the reported incident, the set was spiked to a bag of normal saline and primed. There were no leakages at the end of the set when the roller clamp was closed; the roller clamp functioned properly. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the nurse spiked the bag and closed the roller clamp on the set. The nurse then put the set aside to administer at a later time. When the nurse returned, the bag was leaking at the distal end of the IV administration set. The nurse believed that the roller clamp was not working correctly. The reporter is unsure of the lot number, but would have been from one of the following two lots: 0061451357 - manufacture date: 09/07/2015; expiration date: 08/31/2018; 0061445770 - manufacture date: 08/06/2015; expiration date: 07/31/2018.